Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this pacemaker device had a pocket revision due to hematoma. No infection was noted. Further, hematoma was removed and this device remains in service. No additional adverse patient effects were reported.